Event description:
Boston scientific received information that this left ventricular lead dislodged. A successful repositioning was performed and the lead remains implanted. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.